Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jan 11, 2024. With lot number 3508340.based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as fold flow opening. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23jan2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08mar2024.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.